Event description:
It was reported the instruments were used during a laparoscopic hernia repair. It was reported the surgeon was using ems staplers to anchor mesh to pelvic floor. Surgeon went through 3 staplers before procedure was completed with a 4th stapler. Problems included staple jam. Malformation, and dislodgement. Only 1 instrument being returned. There was no consequence to the pt.